Event description:
It was reported that the unspecified bd pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Reported failure is unknown. Ptc nicht gefunden (google translate from german to english: "ptc not found").

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-19. H6: investigation summary: customer returned (1) open 5mm, 31g pen needle without the tear drop label, inner shield, or outer cover. The returned pen needle was examined and exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula) root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(6) headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. Reported failure is unknown. Ptc nicht gefunden (google translate from (B)(6) to (B)(6) "ptc not found").